Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving a tachycardia episode recorded on surface telemetry. During interrogation of the device, intermittent ventricular undersensing was detected. The device remains in service and the issue was resolved by increasing ventricular sensitivity. The patient will be monitored for further issues.